Event description:
I switched to an moyeah CPAP cleaner that uses ozone. I began to get inflammation and sores with discharge where the mask touched my face. The reaction got worse each day. After a week, I began wiping down the mask after the ozone cleaning and the inflammation and sores healed up over about another week. FDA safety report ID# (B)(4).